Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a vns pt had received a high impedance warning during device diagnostic testing. X-rays of the pt's device were received by the manufacturer and a review of the images revealed no anomalies that could have contributed to the reported event. The rptr indicated that there had been no admissions of pt trauma or manipulation which could have contributed to the event and the diagnostics performed a year prior had confirmed proper device function. The pt will be undergoing a full revision surgery, to address the high impedance issue, within the month.